Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from india reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent an interlocking femoral surgery due to fracture of the femur shaft. During the procedure, an expert a2fn cannulated nail could not be locked because a drill sleeve was not targeting the locking holes of the nail. Furthermore, the surgeon was not able to lock a proximal guided screw in the nail. The surgeon had to use another nail to complete the surgery. There was a fifteen (15) minute surgical delay reported. The patient is okay after the operation. This report is for an expert a2fn nail. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.009.460s; lot: 1l55993; manufacturing site: mezzovico; release to warehouse date: october 08, 2018; expiry date: october 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: upon visual inspection of the complaint device, it can be seen that the connection section on the proximal side is badly deformed from use. As this is most likely the manner for the reported function issue, based on this, the complaint is confirmed. Functional test: the relevant features are deformed in a manner which prevents accurate functional test. Document/specification review: drawings and revisions are in accordance to device history record (DHR) of production lot 1l55993. All relevant features are defined on the used drawing revisions of DHR of production lot 1l55993. All parts went through a 100% visual control before they had left the production. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused, use related damage at the device, therefore no dimensional inspection is needed. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Summary: there is no particular information on what happened to this article by customer. Unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place or/and that excessive force through led to this damage. To prevent such problems, it is necessary to operate according to the technique guide. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.